Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report that the ipg was revised due to eri (elective replacement indication) was confirmed. Analysis of the returned ipg found that the device did declare first eri prior to explant and had normal battery depletion due to usage.